Event description:
Report received from an abbott international affiliate which indicates the patient was receiving fentanyl, 10mcg/ml, 100ml container, via the gemstar pump which was programmed as follows: pca bolus only mode, bolus dose of 20mcg with a 5 minute patient lockout. The line was set up in theatres by an anesthetist in 2002. No problems were reported until 4am 2 days later when the infusion bag was found empty. The nurse had changed the patient's gown prior to the incident and later found the bag empty. A "code green" alert was called. The pump history showed the total pca bolus volume delivered from the 100ml bag was 14ml. The patient condition, which was unspecified, indicated that the remaining 86ml of fluid had been delivered. The report indicates that upon investigation, it was found that when the set was connected, the pca line of the set had erroneously been connected to the backcheck valve leg of the gemstar extension set. It should have been connected to the antisiphon valve leg of the set. The report states that, "it would appear the nurse, following removal of the set to change the gown, did not properly seat the cassette into the pump or use the slide clamp to arrest any possible free flow. Because the pump was in bolus only, it did not alarm 'check cassette' when placed in the run mode." The device was disconnected. The patient was immediately transferred to ICU for unspecified resuscitation and observation. They were discharged in 2002. Although requested, no further information was provided.